Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information requested - clarification of ¿the tip detachment of the shears isolation.¿ did the titanium blade beak off? Did the white tissue pad become detached? Did the broken piece fall into the patient? If yes, was the piece retrieved? Is the broken piece returning with the device or was it disposed of?

Event description:
It was reported that during a uterine procedure, the tip detachment of the shears isolation. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # l91z93. The device was returned with the upper jaw detached and it was returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.